Manufacturer narrative:
H10: the lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. The devices for both malfunctions were not returned for evaluation. Medical records were provided and reviewed. For one of the two reported malfunctions, the investigation is confirmed for perforation, retrieval difficulties and tilt. The investigation for another malfunction confirmed for retrieval difficulties, however, tilt and perforation are inconclusive as no objective evidence was provided. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a difficult to remove, filter tilt, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. The patients age ranged from 64 to 71 years and both were female. The patient weight was not provided.

Manufacturer narrative:
The devices were not returned to bd for evaluation. Medical records were returned for both malfunctions and were reviewed. Of the two malfunctions one investigation is confirmed for filter tilt and retrieval difficulties; however, the investigation is inconclusive for perforation. One investigation is confirmed for retrieval difficulties; however, the investigation is inconclusive for filter tilt and perforation. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced a difficult to remove, filter tilt, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. The patients ranged from 64 to 71 years of age and both were female. The patient weight was not provided.